Event description:
The facility reported underdelivery on an infusion pump. Info was not provided regarding whether or not the underdelivery occurred during an infusion. No reports of any pt incident.

Manufacturer narrative:
The pump is in process of being evaluated.